Event description:
The pt received her scs system on (B)(6) 2003. It was reported that she initially experienced intermittent stimulation, and shortly thereafter, her stimulation ceased. The pt's ipg was removed and replaced on (B)(6) 2010 and effective therapy was recaptured. The explanted device was returned to the manufacturer on 10/7/10.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Analysis revealed premature battery depletion for the ipg. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.